Event description:
It was reported that the physician's handheld constantly freezes, even after performing a hard reset. Troubleshooting was performed which did not resolve the issue. The physician was provided a new programming computer. The handheld and flashcard have not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The handheld and flashcard were received for analysis. Analysis of the handheld was completed on 11/20/2014. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the cradle and no anomalies were identified in its ability to provide power to the handheld. The cradle performed according to functional specifications. Analysis of the flashcard was completed on 11/20/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.